Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). (B)(4). On (B)(6) 2018, it was reported that before use, during the setting of the thickness (using the thickness dial button on the side of the dermatome), the user was not able to set the dermatome to the right setting. When set at the right thickness a test was performed using an incision blade nr. 10 that was placed between the dermatome blade and the ¿dermatome thickness bar¿. Upon this inspection it seemed that there was more space between the dermatome blade and the bar at the left side than on the right (or vice versa). The dermatome was therefore set aside and was not used on a patient. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on (B)(6) 2018 revealed that the head was damaged to where the width plate would not slide on (ears were bent). The torque on the lever was out of specifications. The calibration and motor speed were both within specifications. The control bar was in the correct position but it was uneven. The customer hose and width plates were not returned for evaluation. Repair of the dermatome an was performed by zimmer biomet surgical on(B)(6) 2018 which included replacement of the bearings, damaged head, damaged control bar, and calibration shaft. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the head was damaged to the point that the width plate would not slide on since the ears were bent. The torque on the thickness control lever was out of specifications. The control bar was in the correct position but it was uneven. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the head was damaged to the point that the width plate would not slide on since the ears were bent. The torque on the thickness control lever was out of specifications. The control bar was in the correct position but it was uneven. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Upon inspection, before use, at the setting of the thickness (using the ¿thickness dial button on the side of the dermatome) the user was not able to set the dermatome to the right setting. When set at the right thickness a test was perform using an incision blade nr. 10 that was placed between the dermatome blade and the ¿dermatome thickness bar¿. Upon this inspection it seemed that there was more space between the dermatome blade and the bar at the left side than on the right (or vice versa). The dermatome was therefor set aside and was not used on a patient. The used dermatome blade and its package was discarded during the surgery, so the lot-number of this blade is unknown. Unable to set the thickness of the blade. No harm reported. Investigation confirmed the inability to set the device to the correct thickness; no adverse events were reported as a result of this malfunction.